Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, the helix on this lead was difficult to extend. The lead was removed from the patient's body and tested, where the helix did extend but then was not able to be retracted. It was also noted that the pacing impedance measurements were high. The lead was not used and was planned to be returned for analysis. No adverse patient effects were reported.